Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported that the system returned to normal functionality after they reseated the endoscope on the arm and reconnected the cable at the tower, resolving the issue independently without assistance from the technical support engineer (tse) or requiring any component replacement. The probable root cause cannot be determined based on the information provided and phone support details. The customer reported that the system was functioning properly after reseating the endoscope on the arm and reconnecting the cable at the tower.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced their 30-degree endoscope showing the wrong image. The intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the image would show up when down was selected and vice versa. Csr said it was working fine after they reseated the endoscope on the arm and reseated the connector at the tower. The procedure was completed with no reported injury.